Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 600 mg/dl. Insulin injections were administered to address bg. Customer was hospitalized. Intravenous insulin/fluids and insulin injections were administered. Elevated bg was resolved. Customer was discharged on (B)(6) 2019 in stable/alert condition. Contact did not know cause of elevated bg. Customer¿s continuous glucose monitor sensor was not in operation at the time of event and customer did not inform parents of elevated bg symptoms when they occurred. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.